Event description:
It was reported a motor stall occurred. No specific pt symptoms were reported. The pump was used to deliver intrathecal morphine. The pump was replaced in 2009. Following the replacement, the pt was ok and was "as before the motor stall."

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device is complete.